Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the most recent approval. Manufacturer's investigation conclusion: the reported events of damage on the housing and the battery compartment cover was confirmed via evaluation of the returned mobile power unit (mpu) (serial number: (B)(4). The returned unit was evaluated at european distribution center (edc) and inspection of the unit revealed a crack on the bottom housing near the ac power cord inlet. The battery compartment cover was also observed to be slightly cracked near the locking screw. No other physical anomalies were observed. The bottom housing and the battery compartment cover were replaced. The mpu was then functionally tested and passed without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2016. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had a deep crack on the bottom cover and the battery door was cracked.